Manufacturer narrative:
The insulin pump was received no button response due to lcd unlock keypad connector. No moisture damage found inside the pump. Unable to verify motor error alarm due to no button response. However,motor passed motor test. Pump received with scratched lcd window. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had keypad anomaly and motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.